Event description:
During setup for cardiopulmonary bypass, it was reported that the roller pumps in the fourth and fifth position powered off and did not come back on. The system was replaced and the procedure was completed successfully. There were no adverse consequences reported to the patient as a result of this event.

Manufacturer narrative:
Eval in progress, but not concluded.